Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that when the asymptomatic patient presented in clinic for a subsequent follow-up visit, the device was post-paced t-wave oversensing. The recommended programming changes will be made at the patients next follow-up visit.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notification. Non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient is scheduled for further device troubleshooting. Patient will continue to be monitored.

Event description:
New information received notes that post-paced t wave oversensing was still seen when an asymptomatic patient presented in clinic for a subsequent follow up. The recommended programming changes were made. Device remains implanted.